Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Right common femoral artery was selected as the access site. A temporary pacing wire was placed, and a pigtail catheter was positioned in the non-coronary cusp. A valve check was performed under fluoroscopy and confirming that all three tabs were seated within the retainer tab receptacles and that the stent frame appeared uniform. The native aortic valve was crossed using a straight wire and al1 catheter, followed by placement of a safari wire in the left ventricle. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 24mm, non-abbott balloon. During the procedure, the valve was placed aligning the inflow edge of the stent frame with the base of the non-coronary cusp. At initial deployment, the valve was noted to be in a shallow depth in relation to the left-coronary cusp (lcc) so a recapture was performed and repositioned the valve at a deeper depth. During repositioning, the valve was noted to dive in deeper than intended and the physician's experienced difficulty in positioning and the valve was eventually deployed approximately at a depth of 5mm on the non-coronary cusp (ncc) and 6-7mm on the lcc. The patient remained hemodynamically stable throughout the procedure. Post-implant, a moderate paravalvular leak (pvl) was noted. Post-implant balloon aortic valvuloplasty (post-bav) was performed using a 24mm, non-abbott balloon and it was commented that the post-bav was performed twice since the leak remained unchanged after the first time. Final assessment showed mild pvl with a pressure half-time of 529 milliseconds (ms). On the following day, echocardiogram (echo) showed moderate leak with central regurgitation. On a follow-up transesophageal echocardiogram (tee) performed on (B)(6) 2026, revealed mild to moderate central regurgitation and mild to moderate pvl. The patient was in a stable condition.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.